Event description:
Customer alleged chair ran into wall and damaged front riggings. (B)(4). Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsr-mcg, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer ran his power chair into a wall and damaged the front riggings. The dealer stated that the consumer alleges that the incident was not the fault of the power chair - this has not been confirmed with the consumer by invacare. The consumer allegedly damaged his left foot, it is severely swollen. Mobile x-ray unit was to visit the consumer to determine if the foot is broken. Invacare has been unable to contact the dealer for additional information at this time. Front riggings are being replaced on (B)(4).